Event description:
It was reported that the patient was doing well post operatively during the trial phase of the spinal cord stimulator (scs) system. On day four the patient was scheduled for a mid trial reprogramming. It was later reported that the patient experienced nausea and vomiting, stimulation was turned off and the patient was transported to the hospital. It was then stated that the patient passed away. It is unknown if the patient death is device or procedure, and there is no information as to what may have caused it despite good faith effort requests.